Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer's blood glucose was 442 mg/dl at the time of the incident. Troubleshooting was performed and the alarm was cleared. The reservoir and the insulin pump will not be returned for analysis.